Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Reference medwatch #2017233-2008-00080.

Event description:
As reported, in 2008, while manipulating the gore tag thoracic endoprosthesis and gore introducer sheath with silicone pinch valve within the transverse arch, the device prematurely deployed, inadvertently covering the innominate and left common carotid arteries. The physician chose to introduce the sheath and device by utilizing the right axillary approach. This was due to the tortuous nature of the patient's distal anatomy and a previously repaired abdominal aneurysm. The patient immediately underwent open surgery and the gore tag thoracic endoprosthesis was explanted. The physician indicated that the event was attributed to the patient's anatomy as opposed to device malfunction. The thoracic aneurysm was not repaired. The patient is reported to be in stable condition.